Event description:
It was reported that during an unknown procedure the device broke off outside the patient. Another like device was used to complete the case. No patient consequences

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent

Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but sections are still bonded to the lower jaw. The jaw was not broken off as reported. Testing found a short on the device when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" message to display on the generator. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the message screen to display.